Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on 14-feb-2016 who had essure (fallopian tube occlusion insert) inserted. The consumer reported via social media she was only (B)(6) and needed a hysterectomy. She would like to put the product out of market and stated that she was free from essure. Follow up information received on 02-mar-2016 from consumer via social media: the consumer reported she was on depo due to heavy bleeding with essure. She stated she never knew of black box warning. Follow-up received on 06-apr-2016: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Company causality comment: this spontaneous non-medically confirmed social media case report refers to a (B)(6)female consumer who had essure (fallopian tube occlusion insert) inserted and needed a hysterectomy. Additionally, she reported heavy bleeding (regarded as genital bleeding) with the device. These events are listed in the reference safety information for essure. During essure micro-insert therapy, genital bleeding or spotting may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding the reported hysterectomy, although the exact medical reason for this surgery was not specified, since the consumer stated she was free from essure (implying in device removal) and as no follow-up will be possible (social media case); company considers a causal relationship with the suspect insert cannot be excluded. Therefore, this case is considered as incident (device removal was required). Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.